Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 314043) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Na.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for two patients. Of the data provided, only the results for one patient were discrepant. The result from the meter was 4.2 inr and the result from the laboratory was 3.0 inr. There was no allegation of an adverse event. The doctor did not change the medication due to meter results. The patient was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no change to coumadin, no new medication, no illness, no diet change, and no bleeding or bruising. The therapeutic range was 2-3 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 314043) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.